Event description:
It was reported that the customer did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to continue filling the tubing until 30 units were reached and changed the infusion set and cartridge. Technical support assisted the customer in completing the load process and resuming insulin delivery.